Event description:
Pt treated at hospital for hyperglycemia. Rptr states that pt "has not been in control while using pump and is considering discussion with physician to [terminate this therapy method]." User error likely caused event.